Event description:
It was reported there was procedural delay greater than 30 minutes while the patient was sedated due to an e315 unsupported scope error. The same device was used to complete the diagnostic colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01012. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01012-01. This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Updated fields: d9 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event but product problem only, and b2 should not be marked at all. H1 should also not be marked as serious injury but malfunction instead. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The customer had contacted olympus technical assistance support (tac) via phone when the issue occurred. The customer informed tac the maj-1430 cable was plugged in to the front of the cv-190. Tac informed customer to avoid intermittent 190 scope errors to always remove the maj-1430 when using a 190 series scope. Tac emailed customer a quick reference guide advising to follow all steps to assist with avoiding e315 errors in the future. Tac also emailed customer instructions on how to reseat the light guide cables between the cv-190 and the clv-190 on both sides, which tac mentioned during the call. Customer later emailed tac that removing the 180-pigtail seemed to resolve the issue. Olympus will continue to monitor field performance for this device.